Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the keypad was damaged and the ok keypad button was under-responsive. It was reported the damage occurred prior to the alleged response issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with a torn keypad. During testing, the down arrow keypad button was difficult to operate. The keypad cover was removed and contamination was found underneath all of the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.